Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of packaging issue could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20027e and lot# 25029359 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. Have a device evaluation and or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd smart site extension set had a mixture of products the following information was received by the initial reporter with the following verbatim. It was reported by customer that cst (B)(6) advised that 20 ea of item ime42493e were mixed in with a cs of ime20027e.